Event description:
Related manufacturer reference number: 2017865-2021-25051. Related manufacturer reference number: 2017865-2021-25053. Related manufacturer reference number: 2017865-2021-25055. It was reported that the patient presented in clinic due to discomfort at their device pocket. The physician determined the pocket to be infected. The physician explanted the patient's pacemaker and all leads. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.